Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had seen her pain therapy healthcare provider (hcp) on the day of the report, and the hcp suggested that the patient meet with someone to make programming adjustments to help her pain. The hcp also suggested that she get cortisone injections. Prior to getting her implantable neurostimulator (ins) the patient had been getting injections but they stopped helping and after that she got her ins. There was a loss of therapeutic effect. The patient had a knee replacement surgery on (B)(6) and there was no therapeutic effect since then and the pain in her butt and legs were like it was before she got her implant. She could feel the vibrations so the patient knew it was on. The patient did not feel comfortable making programmer changes without a manufacturing representative (rep) present. It was also noted that stimulation never reached into her butt since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but they had not sought further help.